Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was not observed at the base of the sensor tail. The returned sensor was de-cased and visual inspection was performed on the sensor¿s pcba (printed circuit board assembly), no issues were observed. Antenna was damaged during de-casing. The returned battery voltage was measured to be within specification range. Returned sensor was placed into the pcba test fixture to perform smu (source measurement unit) testing. Sensor did not communicate with evm (evaluation module) . An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. An extended investigation has been performed. Sensor was visually inspected and no issues were observed. Attempted to extract data from returned sensor. Sensor did not read. The returned sensor was de-cased. A visual inspection was performed on the pcba (printed circuit board assembly). Damage was observed on antenna during de-casing. Unable to be re-soldered/repaired the antenna due to the solder pads coming away from the pcba. Antenna didn't communicate due to the damage. The returned battery was measured and all results were within specification. Issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.